Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that the patient was going up to about 7, 8, or 9 ma, and got up to 8.8 or 9.1 ma. Then all of a sudden it transferred over to something like save 4 or something like that and started all over again. The next time they turned it on it was on program 4 at 2.4 volts. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2025. They reported that the cause of the settings changing unexpectedly was not determined. The patient stated they had problems in september when they tried to reset their [interstim] and they received a "low internal battery" message. The patient stated they called (B)(6) and left a message but did not follow up or do anything because their spouse needed medical attention, so they put off their own needs. On (B)(6) 2025, the patient stated they contacted [the manufacturer] to report two problems: 1) their program changed to program 4, and 2) a message said low internal battery. The patient stated they didn't know the most likely cause of the settings changing unexpectedly. The patient stated they contacted their urologist on (B)(6) 2025 as they were having severe pain near their tailbone, similar to shocks, and made an appointment for (B)(6) 2025 the patient stated that same day they turned off their unit due to the pain and they had not turned it back on. The patient stated they were also having problems with their right leg, which since they turned off the unit was better as well. The patient stated the issue had not been resolved. The patient stated they had not had any pain since they turned off the unit and, as of today, (B)(6) 2025, they still had not turned the unit back on. The patient stated they were hopeful their doctor could address the problem.